Event description:
It was noted that the customer dropped the pump and that the insulin gauge showed 0 units of insulin. Customer attempted to load multiple cartridges during the load process and received multiple cartridge alarm 19's. Reportedly, the customer reverted to manual injections which caused a low blood glucose level; however, customer and her mother were able to treat the low blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.